Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up, with a device that was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate hv therapy. The oversensing was noted on a stored egm. Programming changes recommended. The device remains implanted.